Manufacturer narrative:
A ge service representative performed an on-site investigation. The ps1 power supply was replaced and the output adjusted. The system was tested and operated as intended.

Event description:
The customer reported the 2800 system produced a workstation communication error. No pt injury was reported.